Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer latch had lost its magnet. A field service engineer replaced the latch assembly and testing was resumed. During testing, a failed pocket was identified and subsequently reseated. The customer confirmed proper operation by performing scan or load actions and inventory counts. All bus and cable connections were checked, and drawer and pocket operations were verified to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was stuck and failed to recover. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.